Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 2 of diffuse lamellar keratitis (dlk) in both eyes (ou) at 1 day post-operative exam. The patient commented on mild photophobia. Topical steroid dosage was increased to resolve symptoms. There was no loss of best corrected visual acuity (bcva) noted. The surgery center indicated the symptoms were resolved on the 8th day after treatment. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.00 x -.50 x 8; left eye pre-op 20/20 -.25 x -.75 x 150.